Event description:
It was reported the left ventricular (lv) lead dislodged from the original placement and there was diaphragmatic stimulation. When the pocket was opened, it was noted the right atrial (ra) lead had retracted, so the lead was readvanced without moving the lead tip and was re-sutured and remains in use. The lv lead was removed and a new lv lead was attempted, but could not be placed because the patient had small tortuous venous anatomy and there was high thresholds everywhere the lead was placed. The lobes of the new lv lead were deployed several times when attempting to position, and when the lead was withdrawn from the body it was not able to be replaced in the sheath due to the lobes kept deploying despite the retention clip being locked. The attempted lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation had a cosmetic cut and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and the lobes were distorted/bent. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, there was blood in/on the lobe mechanism and the lead appeared damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation had a cosmetic cut and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the lobe was distorted/bent, there was blood in/on the lobe mechanism and the lead appeared damaged at implant.